Event description:
It was reported that the implantable cardioverter defibrillator was being interrogated in the box with no problem until trying to make rf connection. Unable to make communication with the device via rf telemetry. Several attempts were made until a new device was used. No further information could be obtained.

Manufacturer narrative:
Final analysis found the reported field event of rf telemetry anomaly was confirmed in the laboratory. Upon receipt, communication could not be established between the programmer and the device via rf telemetry. The cause of the rf telemetry communication anomaly was found to be an rf module state machine anomaly.

Manufacturer narrative:
Correction: manufacturer report 2017865-2017-33680, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).